Manufacturer narrative:
Customer contact reports there is no patient information available. Unique identifier: (B)(4). Reseated the system signal interface to display unit connection to resolve the issue.

Event description:
The hospital reported the unit stopped ventilation during a case. The patient was switched to manual ventilation until the unit was replaced and case resumed. There was no patient injury reported.